Event description:
A malfunction alarm with code 12 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer chose multiple daily injections as a backup insulin therapy, and tandem technical support arranged to replace the malfunctioning pump. The customer was instructed to put the pump into storage mode before returning it and acknowledged understanding the return process.